Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service provider that the lcd touchscreen on the device was cracked and unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 section d4, model #, of the initial medwatch report stated: prt-01185-000 section d4, model #, of the initial medwatch report should have stated: v+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it having a cracked and unresponsive touchscreen was confirmed. The asp replaced the device's front case assembly (which includes the lcd touchscreen) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the issue was the lcd touchscreen, which showed signs of physical damage (cracked).